Manufacturer narrative:
The device was not returned for analysis; therefore, no physical or visual analysis could be performed. The end user did provide lot traceability. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use (dfu) warnings section, "when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that clinical conditions may have impacted on the event as reported. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. Questions have been submitted to the distributor to try to obtain additional information from the end user in regards to this incident. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported: it was reported that: safari wire broke and induced a pericardial effusion, which was resolved by pericardial puncture. Potential complications: serious injury. If yes, how resolved? Resolved by pericardial puncture.